Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer went to the emergency room (ER) with a blood glucose level of 32 mg/dl and was subsequently hospitalized. The customer received an injection of glucagon and intravenous fluids of saline. The customer reported being released from the hospital the following day with the issue resolved and no permanent damage. The caller was educated not to be connected to the pump during the fill tubing process. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.